Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced vasovagal syncope at various moments and passed out once. The patient was referred to the physician. Additional information was received from the field representative mentioning that patient contacted his following physician to discuss symptoms. The physician reviewed remote transmission data from pacemaker and determined that symptoms were not related to device function. Device was functioning normally. Physician made changes to medication and was going to continue routine follow-up of device. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced vasovagal syncope at various moments and passed out once. The patient was referred to the physician. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.